Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information h6, h10 no problems or issues were identified during this device history record review. Visual and functional tests were performed. Two images were received along with one (1) sample received in used conditions, without its original packaging. The sample was tested on leak test. The test was performed under water. During the test, a leak was found in the cuff. The complaint was confirmed. Then the cuff was filled with water, a leak was found at the middle section of cuff. The cuff was inspected, to observe better the shape of the pinhole found during leak test. The hole was observed with a circular shape with flash in the periphery. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damage occurred after the product left the manufacturing facility. The root cause could not be determined. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that the cuff was functioning normally during the pre-test, but the ventilator alarmed after the tube was placed. Three days later, the cuff was found leaking. No polyp was found through bronchoscopy examination. A trach change was done to resolve the issue. No patient harm reported.